Event description:
It was reported that a patient's right ventricular lead presented with low pacing impedance, failure to sense, and fracture. Corrective programming changes were made. The lead will continue to be monitored. No adverse patient consequences were reported.

Event description:
It was reported that a patient's right ventricular lead presented with low pacing impedance, failure to sense, and fracture. The lead will continue to be monitored. No adverse patient consequences were reported.